Manufacturer narrative:
Batch review performed on 26 august 2020: lot 189411: (B)(4) items manufactured and released on 09-jan-2019. Expiration date: 2023-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 month after gmk hinge implantation the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.